Manufacturer narrative:
(B)(4) the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic or mitral valve stenosis. Deployment of the sapien 3 valve in a conduit/homograft in the pulmonic position is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, the pulmonic artery injury was initially caused by non-edwards bav, however it was not noticed by the physicians before deployment of the s3 valve, which worsened the perforation (injury) to the pulmonic artery.

Event description:
As reported by a field clinical specialist, 12 years ago the patient had a 27 mm freestyle homograft surgically implanted in right ventricle (rv) to pulmonary artery (pa) conduit. A 25 mm bav (non-edwards) was performed on that conduit. A 29 mm sapien 3 (s3) valve was deployed at nominal pressure. At that point there was no blood pressure. Per angiography showed a 'blush'/perforation superior to the s3 valve. Patient was put on ECMO and taken to the operating room to surgically repair the perforation. Patient left the cath lab in stable condition on ECMO. Films were reviewed after, it was noted that the cause of the perforation was the 25 mm sizing balloon (non-edwards) and existed before the s3 was deployed. However, the perforation increased after implantation of the s3 valve.